Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 497 mg/dl at the time of the incident and was treated with bolus from the insulin pump and manual injections. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer alleged that the insulin pump was under delivering. The customer had already tried changing the sets too and 5 total sets failed. The customer reported that the cannula was bent. The insulin exited at the quick release. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.